Event description:
Customer reports, the pump appeared to be drawing fluid from the pt's stomach instead of infusing formula. The motor seemed to be turning backwards. This happened while the pump was being used. There was no alarm warning. The pt rec'd valium to alleviate discomfort. There was no injury reported.